Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead was experiencing noise. No intervention has been performed. There were no patient consequences.